Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
A false negative advia centaur xp total hcg patient result was obtained by the customer and reported to the physician. The result was not believable and the patient was redrawn. The repeat total hcg test result was positive. The original sample was retested and the result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.